Event description:
Reportedly the promus stent was implanted safely, and then an inflation was performed with the stent delivery system (sds) balloon and upon the third inflation, the balloon ruptured. The first inflation was to 10 atmospheres (atm), 10 seconds, the second inflation was 10 atm, 15 seconds and the third inflation was 10 atm 15 seconds. Although the lesion was calcified, the physician commented that the balloon does not normally rupture like this during post dilatation. There were no reported patient effects. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: lacross; guide wire: runthrough; guide cath: access the device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus rx stent delivery system (sds) noted blood and contrast visible in the inflation lumen and the loosely folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. The analysis confirmed that there was a .5 mm radial rupture in the balloon over the proximal marker balloon marker. There were scratches on the rupture for a length of .5 mm distally. Since there was no report of any leaks noted during preparation for use and the stent was able to be deployed normally, this suggests that the balloon was not damaged prior to the procedure. Furthermore, evidence of damage on the outer surface of the balloon suggests that the failure may have been attributed to mechanical damage during the multiple inflations during post dilatation. If the balloon experiences mechanical damage during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. Scanning electron microscopy (sem) analysis confirmed that the failure may be attributed to mechanical damage to the outer surface. The lesion was reported as moderately tortuous and calcified, which likely contributed to the reported difficulty. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint. Based on the information that was received with this complaint and the analysis of the returned product, the reported balloon rupture and mechanical damage appears to be related to circumstances of the procedure and not a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.